Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via 24hr helpline inbox that customer was hospitalized on (B)(6) with blood glucose of 700 mg/dl due to not connecting correctly. Customer was in the intensive care unit for five days and in the hospital for two days. Customer went to rehab for physical therapy due to being on her back for so long.